Event description:
It was reported that the customer had physical damage around the reservoir compartment. The insulin pump has not been dropped or bumped. Customer stated that for the last 6 months, every time she changes the battery, she receives an external ram error alarm. Customer was advised to revert to manual injections. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and missing the black o ring seal from reservoir tube. The insulin pump passed a21 and self test. No a21 or a17 alarm noted during our testing.